Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The caller received information from technical support to reset the pump and successfully performed the reset. The malfunction code did not recur, allowing the customer to continue using the pump. The customer also restarted the continuous glucose monitor session and resumed insulin deliveries.